Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. A fracture was suspected. Technical services (ts) was contacted to assist in programming the minute ventilation (mv) sensor; however, it was noted that due to the programming necessary for the impedance measurements recorded the mv sensor could not be reenabled. Additionally, isometrics were performed. This rv lead remains in service. No adverse patient effects were reported.